Manufacturer narrative:
(B)(46). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815 or k073374. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008." According to medical records from the procedure received: "subsequently an inferior venacavogram was performed in ap projection. After identifying renal vein inflow bilaterally, the omni flush catheter was exchanged over a 035 j wire for sequential dilators with ultimate positioning of a cook celect ivc filter delivery sheath. Under fluoroscopic visualization, the celect filter was deployed in an infrarenal location. At the conclusion the procedure, the sheath was removed and manual compression was applied with good hemostasis. There were no immediate complications. Findings: there is no evidence of caval anomaly or thrombus. Cook celect retrievable ivc filter was placed in an infrarenal location. Impression: successful inferior vena cava filter placement as described. No immediate complications. Once removal is indicated please re-consult as soon as clinically feasible." Patient outcome: it is alleged that [pt] was injured without further explanation.

Event description:
No new information to report at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815 or k073374. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "successful placement of inferior vena cava filter." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008." According to medical records from the procedure received: antegrade access to the right internal jugular vein was obtained using a micropuncture needle and direct realtime ultrasound guidance with the vein accessed in a single wall, first pass manner. A 0.018 guidewire was then advanced, to the level of the right atrium and a combination of kump catheter and 0.035 angled glidewire was used to access the inferior vena cava. The 7-french working sheath of a celect filter was advanced, to the level of the right common iliac vein and inferior vena cava venogram was performed. The left common iliac vein was subsequently selected and a repeat inferior vena cava venogram was performed. A celect ivc filter was then delivered into the infrarenal portion of the inferior vena cava. The filter fully deployed with no asymmetry or tilt. A post filter deployment inferior vena cava venogram was performed. The patient tolerated the procedure well and there was no immediate complication. Hemostasis was achieved at the right internal jugular venotomy site using direct mantal pressure. Findings: the right common iliac ven and inferior vena cava are widely patent with no intrinsic or extrinsic mass, mass effect or intraluminal thrombus noted. Near-occlusive thrombus is noted in the left common iliac and external iliac veins. There is no evidence of duplication of the inferior vena cava. An ivc filter was placed in the infrarenal portion of the inferior vena cava with good result obtained. Impression: successful placement of inferior vena cava filter. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿device migration, fracture, unable to retrieve¿. Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2008 via internal jugular vein due to deep venous thrombosis (dvt) with subsequent pulmonary embolus, blood clots in leg and hand, continuous pain in legs. Plaintiff is alleging migration, fracture, device is unable to be retrieved.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2017, per a report from xray; ¿celect ivc filter identified at lumber [sic] 2-3 vertebrae level. 2 out of 4 anchor struts are fractured. One fragment measuring 17mm (not corrected for magnification) is projected superior to the main strut body, but still at the level of the filter (minimal migration). One fragment measuring 20mm is projected lateral to the main strut body, but still at the level of the filter. In conclusion, to a reasonable degree of medical probability, the ivc filter strut fractures would make ivc filter retrieval not impossible but extremely difficult and dangerous. Advanced ivc filter retrieval techniques would have o be used, and if there is a complication related to retrieval it could lead to an open surgical procedure.¿

Event description:
Per lumbar spinal view, dated (B)(6) 2017, "stable appearance of a broken ivc filter with slightly displaced components unchanged in position."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113.